Event description:
The information received via medtronic indicated that the insulin pump had rewind anomaly and the piston was not going down. The customer's blood glucose level at the time of the incident was 308mg/dl. The high blood glucose level was treated using insulin pump and manual injections. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.